Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 68 (history pointers failed. The history pointers are corrupted.), pump error 49 (trace pointers are invalid) and pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received pump errors 23, 68, 49. Customer was able to clear the alarm. But customer did not receive request to rewind. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Conducted fill cannula delivery test but delivery was not recorded in daily history. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The history was download successfully using thus software. The history was download successfully using thus software. However, the long trace history file confirm pump error 23 alarm on (B)(6) 2024 19:46:35:000 pm, pump error 49 on (B)(6) 2024 19:45:08:000 pm and pump error 68 on (B)(6) 2024 19:45:08:000 pm due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label, cracked keypad overlay ay select button missing display window cover, cracked battery tube threads and cracked keypad overlay at select button. Unit was confirmed for pump error 23, 49 and 68 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.